Event description:
Or staff report that plastic pieces (suture buttons) of the trocar device are breaking off while the device is in use. Staff report that the device appears to be intact prior to use. They do not know what is causing it to break. The physicians using the device are very experienced using this equipment. No patient data was provided. The device is being returned to the reprocessor group for investigation/analysis.